Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book) and unable to download. Pump received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Also pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches during visual inspection. Pump received with cracked case behind the pump at the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and damaged. The customer¿s blood glucose was 16 mmol/l. The customer reported that they okay on back up plan, insulin pump had cosmetic damage, it was felled in the pool and there were cracks on battery compartment. The insulin pump will be returned for analysis.